Event description:
There was an allegation of questionable results for 17 patient samples tested for creatinine plus ver.2 (crep2) on a cobas c 503 analytical unit. Of the data provided, the results for 2 patient samples were discrepant. Patient 1 initial result was 50.9 umol/l. The repeat result was 90.7 umol/l. Patient 2 initial result was 79.6 umol/l. The repeat result was 97.9 umol/l.

Manufacturer narrative:
The crep2 reagent lot number was 883573 with an expiration date of 28-feb-2026. A reagent issue was excluded as calibration and qc were acceptable. The correct repeat result was performed with the same reagent. The samples were spun as specified. The field service engineer (fse) readjusted the sample probe. Instrument performance testing was acceptable. The investigation determined that the service actions resolved the issue.